Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance from tandem technical support with suspending a bolus delivery. Reportedly, the customer delivered too much insulin due to user error. At the time of the reported event, the bolus had completed delivery and was unable to be suspended. The contact acknowledged the information. There was no reported impact to the customer's blood glucose level.